Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 5.1 would not open. A field service engineer (fse) used the hardware test application to remove pockets from drawer 5.2 in the auxiliary cabinet. For drawer 5.1, all pockets were manually ejected after the drawer pulled completely out and had to be reinserted due to separated slide rails and bearing cage. The pockets were installed into a new drawer and placed in the auxiliary cabinet. Hardware testing showed no failures, and service was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station ubc-2s2 drawer 5.1 failed to open, customer tried to use keys to correct the problem, but recovery was unsuccessful and drawer appeared to be off track. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.